Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The candlestick in the x-ray tube was cleaned and re-greased. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system would display a voltage overload error message. No pt injury was reported.